Event description:
It was reported that patient's left ventricular (lv) lead was dislodged. During lead revision procedure it was noted that the lead was perforated with guidewire. The lead was capped and replaced on (B)(6) 2023. The patient was stable.